Event description:
During an lar procedure, there was no staple information. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the instrument arrived in good visual condition and loaded with a spent cartridge. The instrument was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. Event described could not be confirmed as the staples were noted to have the proper b-formation. Cartridge batch a5aw4n